Manufacturer narrative:
As reported, the autopulse displayed ua41 (patient temperature sensor failure) error message upon power up. No patient involvement was reported on this event. The reported issue of the autopulse exhibited ua41 (patient temperature sensor failure) error message was confirmed during the initial functional testing and in review of the archive data. The root cause of the issue was due to the defective temperature sensor. The temperature sensor was replaced to remedy the fault. Following the replacement of the defective part, the autopulse passed the final functional testing and no faults or error was observed. Visual inspection was performed and noted no damage upon receipt. Archive review showed ua41 error message occurred on (B)(6) 2017. Functional testing failed due to ua41 error message displayed during testing. Temperature sensor was replaced to remedy the error. Additionally, after the repair, the autopulse was tested using the run in test with the 95% lrtf (large resuscitation test fixture) and passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during shift check , the autopulse displayed ua41 ( patient temperature sensor failure) error message upon power up. No patient involvement was provided.